Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 595 (mg/dl). Reportedly, the customer attributed their elevated bg levels to their steroid medication. While in the emergency room, the customer was treated with intravenous insulin. The customer was released the following afternoon with a bg level of 180 (mg/dl).